Event description:
During generator replacement surgery due to generator end of service on (B)(6) 2012, high impedance was observed after the generator was replaced. The generator could not be interrogated prior to surgery due to the battery being fully depleted. However once system diagnostics were performed with the new replacement generator, high lead impedance was observed. Therefore, the lead was replaced as well. The patient reportedly began falling a lot prior to surgery because the patient was having an increase in seizures. The seizures were reported to be below pre-vns seizure frequency levels, and the physician attributes the patient's increased seizures to the dead battery. The patient has benefitted greatly from vns, so he was referred for generator replacement. With the dead battery and increased seizures, the patient began falling a lot which the physician says attributed to the lead break. However, it is unknown if there was actually a lead break, or if there was another cause of the high impedance. Attempts for additional information have been unsuccessful to date. The explanted generator was received by the manufacturer on (B)(6) 2012, but the explanted lead was discarded after surgery. The return product form for the explanted generator was received which reported the reason for replacement on (B)(6) 2012, was due to end of service with eri=yes and lead discontinuity. A review of the programming history available in the in-house database for the patient's explanted generator was performed which revealed that the system diagnostics test performed on the date of implant, (B)(6) 2006, revealed okay results. Product analysis for the generator has not been completed to date.

Event description:
Troubleshooting steps were taken on the initial date that the generator could not be interrogated as reported on (B)(6) 2012. However, the troubleshooting did not resolve the failure to program the generator, which is why the patient was referred for generator replacement. The generator could also not be interrogated prior to surgery due to the battery being fully depleted. There were reportedly no issues with the handheld computer. During surgery, a model 104 generator was connected to the old lead. However two system diagnostics were performed with the new replacement generator out-of-pocket and old lead, and high lead impedance was observed. Therefore, the lead was replaced due to the high impedance, and the replacement model 104 generator was not implanted due to the compatibility with the lead. Therefore, the patient had generator and lead replacement. Product analysis of the generator was completed on (B)(6) 2012. The reported failure to program and end of service allegations were duplicated in the pa laboratory. Based on the electrical test results, the device exhibited current consumption rates that are within specification, thereby demonstrating normal battery depletion to an end-of-service condition. There are no "as received" or "programming history" parameters available for this generator to perform a battery life analysis. Therefore, the electrical performance of the generator, as measured in the lab, will be used to conclude that no anomalies exist and the end of service condition is as expected event. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Describe event or problem, corrected data: the initial report inadvertently did not include that troubleshooting steps were performed to try and resolve the failure to interrogate the device. In addition, there were reportedly no issues with the handheld computer and clarification was added regarding the detection of the high impedance during surgery.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Describe event or problem, corrected data: the initial report inadvertently did not report that the model 104 generator, which was never implanted, but was connected to the explanted lead during surgery, was returned to the manufacturer for analysis.

Event description:
The unused model 104 generator was also received by the manufacturer for analysis on (B)(6) 2012. Product analysis was completed on (B)(6) 2012. Results of diagnostic testing indicated the device was operating properly and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator.